Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed a blank screen and shut down without any user input during norepinephrine therapy. This occurred in the nccu [neurocritical care unit]. The patient remained hemodynamically stable as another second pump was brought in and norepinephrine infusion was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.